Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 along with concurrent vaginal hysterectomy with bilateral modified sacral spinous fixation due to complex uterovaginal prolapse, sui. It was reported that on (B)(6) 2010 the previously implanted mesh was removed due to erosion. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.